Manufacturer narrative:
B5: at the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between late 2019 and early (B)(6) 2020. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported that pd therapy was discontinued and the patient is now being treated with hemodialysis. No additional information is available.